Event description:
Healthcare professional (hcp) reported five incidents of blood leaks. Incidents occurred 1-1.5 hours into treatments and were noted by blood leaks alarms and visible blood in the dialysate compartments. Four of five incidents were continued with new dialyzer and new bloodlines without incident. With the fifth incident, the pt refused to continue treatment. Estimated blood loss in events was 200-250cc per pt. No pt injury or medical intervention was reported.